Event description:
"Caller alleged discrepant results compared with the lab." Results as follows: date: (B)(6) 2014, inratio: 5.3, lab: 1.83, therapeutic range: unk. Time between tests: within a half hour.

Manufacturer narrative:
Investigation pending.